Manufacturer narrative:
Initial and final (B)(4)- device 1 of 2.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the patient faced two infusion set cannula kinked events on (B)(6) 2024. The events occurred after three or more hours of insertion. The insertion site was at the abdomen. The blood glucose level was over 500mg/dl at the time of events therefore the patient was treated with correction injection via pump. The patient replaced infusion sets and resumed insulin deliveries successfully. Unomedical do not see kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information was available.